Manufacturer narrative:
(B)(4). Event location: unknown. Screws with multiple catalog numbers were implanted in the procedure including: product ID: 55740004540 qty(1); product ID: 55740005535 qty(3); product ID: 55740005540 qty (5); product ID 55740006535 qty (1); product ID: 55740006540 qty(1); product ID: 55740007540 qty(2). It is unknown which product caused the reported event. Neither the device nor applicable imaging devices were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, patient underwent plf surgery at th10-l4 levels for l1 burst fracture(alignment was corrected with ari due to malalignment and obtain improvement comparing to pre-operative status). Post-op, th10 and th11 screws were loosened and alignment was getting worse again. The surgeon commented that the screw was loosened because patient's bone quality was bad and the surgeon was only be able to use small diameter screws at the surgery. Revision was scheduled on (B)(6) 2015, to treat alignment failure due to the loosened screw and fix at th8-l4.